Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-27. It was reported the patient had surgery which was more urgent than device replacement. After the patient recovered, she would be scheduled for a system replacement. The device was turned off and the patient was no longer feeling the shocking sensation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. The patient was not using the system because it was causing ¿shocking¿ sensations when it was on and her battery was touched. The rep talked to a hcp who said they will probably revise the entire system after the patients hip surgery and recovery she has next week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that recharging was taking longer. The caller stated that the patient used to charge about an hour every few weeks to charge the last quartile but recently it has been taking 2 hours to charge. No falls or trauma were presorted. Ins recharging stats were reviewed and it appeared that the ins was taking a charge appropriately given the coupling, length of recharge session and starting battery voltage. It was reviewed that typically the patient is starting to charge the ins when it is around 0-25% charged and that it likely why it is taking them longer, as they are charging multiple quartiles, not just the last 25%. At the time of report, the ins showed between 50-75%. Electrode impedance tests indicated that 0-7 electrodes were all over 10k. The rep reprogrammed around the high electrodes. The caller mentioned that when the patient attempted recharging in the office, when they press on the ins, the patient felt tingling/electricity through their whole body and noticed fluctuation/change in stimulation where it felt stronger. It was reviewed that it is okay to charge while the ins is on and high impedances on the system and that the patient can increase frequency of recharging if they only want to charge for about an hour session. It was reviewed that the patient could continue using stimulation with high impedances but that there is likely damage somewhere along the system so it is possible they may feel undesirable stimulation in certain positions. It was reviewed to turn stimulation off if stimulation becomes uncomfortable. It was reviewed that high impedances were actually conserving battery life, so the patient may notice battery depletes the same or a little faster once the programming was taken of the electrodes with the high impedances. No further complications were reported/anticipated.